Event description:
It was reported that infusion set cannula was bent which led to occlusion. The patient experienced high blood glucose and it was addressed by correction injection using multiple daily injections event on (B)(6) 2026.

Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.